Event description:
Pt with congenital long qt syndrome has had previous ICD system placed. Pt currently has a single chamber ICD system in the left pectoral region. The device has achieved characteristics consistent with end of battery life and elective replacement is advised. Procedure description: dissection was carried down to the device and the device was removed from the pocket. The ventricle lead was disconnected from the device and removed from the field. The lead was then freed up from surrounding scar tissue. On assessment of the ventricle lead it became evident that there was a break in the insulation. Testing of the lead did demonstrate a lead malfunction with high impedance and low r waves. Thus, the decision was made to abandon this lead. Conclusion: capping and abandonment of the chronic ventricular defibrillation lead for insulation break and malfunction.